Event description:
Tubing separated from cell during cardiopulmonary bypass procedure. Perfusionist replaced cell with straight connector, pt lost 1l of blood. Bypass continued without further complication. On 2/21/97, hosp contacted co care with notification that pt had expired. Hosp will not be forwarding the sample to co for analysis.